Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer intends on repairing the device himself; therefore the device will not be returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed white screen. `white display is indicative of a device lock-up condition that could delay or prevent defibrillation therapy if it were necessary. The white display was observed following a non-critical service activity performed by the biomedical engineer (coin-cell battery replacement). There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, later advised physio-control that they are unsure whether or not they will move forward with repairing this device or remove it from service.  The device has not been returned to physio-control.  The cause of the reported issue could not be determined.